Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05-sep-2019 the following findings: during investigation, the pump was returned with a cracked battery compartment. The battery cap was also found to be stripped and unable to secure to the pump and power it on. A test battery cap was able to secure enough and power on the pump. A 12 hour duration test was completed with a test cap with no power loss or rebooting duplicated. Additionally, the display was found to be dim/discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This complaint was previously included in the voluntary summary report submission (vmsr), and is now being submitted as an initial report with investigation findings due to the transition of the vmsr program.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The date of the report should be 05-sep-2019.